Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jan/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation: breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation. Additional complications: after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Patient reported having "a lump or thickening in or near the breast or in the underarm area" (lump/nodule). Side unspecified, this record is for the left side. Healthcare professional reported a deflation. No indication of treatment or surgical reoperation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified a crease fold, brown/black particles and an opening. A leak test was performed and found an opening on the posterior/anterior/radius. A microscopic analysis was performed which identified four punctured openings on the posterior side and two punctured openings on the radius side and a sharp opening on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: two puncture opening on radius due to surgical damage like. Four puncture opening on posterior due to surgical damage like. A sharp opening on plug strap disk shell due to an unidentified (tear) opening.

Event description:
Device has been explanted.